Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off and on by itself (rebooting) was confirmed. Ventec opened the device in order to perform a visual inspection where they observed that all of the cough valve struts were broken, allowing the actuator to move freely and get stuck in the exsufflation position, resulting the reported reboot events. No repairs were performed. The device will be permanently removed from service and destroyed. The investigation determined that the root cause of the reported issue was that the cough valve struts were broken.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powers off and on by itself. In this state, the device would be inoperative. There were no reports of patient involvement associated with the reported event.